Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. A review of tracking and trending did not identify any trends for the complaint issue. A ticket search by lot did not identify an increase in complaint activity for the current issue. Device history record review did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. In-house clinical sensitivity testing using an in-house retained kit of lot 51051fn00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect hbsag reagent lot 51051fn00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely negative architect hbsag results generated on the architect i2000sr processing module for a patient with history of chronic hepatitis b for 20 years. Hbsag result was negative, hbv-dna test was positive (no specific data results provided) the sample was repeated, and the results were negative (no specific data provided) the patient laboratory history includes: hbsab (-), hbeag (-), hbeab (+), hbcab (+) additionally, the patient was tested 1 month ago and was negative (0 iu/ml) no impact to patient management was reported.

Event description:
The customer observed falsely negative architect hbsag results generated on the architect i2000sr processing module for a patient with history of chronic hepatitis b for 20 years. Hbsag result was negative, hbv-dna test was positive (no specific data results provided) the sample was repeated, and the results were negative (no specific data provided) the patient laboratory history includes: hbsab (-), hbeag (-), hbeab (+), hbcab (+) additionally, the patient was tested 1 month ago and was negative (0 iu/ml) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c36 that has a similar product distributed in the us, list number 4p53. All available patient information was included. Additional patient details are not available.